Event description:
The patient's right ventricular lead became dislodged two days after implant. The physician experienced difficulty retracting the lead's helix, so the lead was explanted and a new lead was implanted without issue. The patient's condition was stable throughout.

Manufacturer narrative:
Upon analysis, the field complaint of helix rotation difficulty was confirmed. Visual examination found damage to lead insulation consistent with that occurring at time of explant. After cleaning, the helix was able to extend and retract. The full helix extension measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.